Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and a medtronic rep called emergency medical assistance after speaking to the customer due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer complained of an insulin deficiency. The customer experienced symptoms such as feeling unwell and being irritable. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting not completed as the paramedics disconnected the call. The insulin pump will not be returned for analysis.